Manufacturer narrative:
No device was returned for complaint of downstream occlusion error. No event history log provided unable to conduct review of service history. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported the female patient was experiencing persistent downstream occlusion errors. The reported product fault occurred while in use with the patient. It is unknown whether the product issue caused or contributed to patient or clinical injury.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: expiration date, h4: manufacture date, d4: UDI, and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.